Event description:
Complainant reported that the abutment fractured and could not be replaced requiring the implant to be removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. However, the associated device was returned. Visual evaluation of the returned implant identified signs of wear and bone residue around the external threads due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the devices and event. The implant system was located at dental position #7 and was implanted for approximately 1 year. X-ray and picture images were not provided. DHR and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complainant reported that the abutment fractured and could not be replaced requiring the implant to be removed. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the crown and post broke from the implant and could not be replaced requiring the implant to be removed.